Event description:
It was reported that there were telemetry issues with the device. Pt went in for revision of leads, changing out percutaneous leads for surgical leads. Supposedly the battery had not been charged for seven months per pt. Pt returned to the hospital later that same day and complained of severe abdominal pain. The physician believed that it might be related to the leads applying pressure onto the spinal cord, so he removed the whole system. The pt's symptoms went away.

Manufacturer narrative:
(B)(4)